Manufacturer narrative:
A bci field service engineer (fse) was not dispatched to the site since the customer did not request one. The bci hotline customer service technician recommended that the customer clean the na electrodes. While this measure resolved the problem, a clear root cause was not determined. This is 1 of 60 individual medwatch reports which are related to this event. This reportable event was identified during a retrospective review of complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This is one of sixty (60) separate medwatch reports being submitted as this event involves sixty separate pt events that were reported out of the lab. See the following report numbers for all associated events (including this one): 2050012-2011-01616, 03011, 03012, 03013, 03014, 03015, 03016, 03017, 03018, 03019, 03020, 03021, 03022, 03023, 03024, 03025, 03026, 03027, 03028, 03030, 03031, 03032, 03033, 03034, 03035, 03036, 03037, 03038, 03039, 03040, 03041, 03042, 03043, 03044, 03045, 03046, 03047, 03048, 03049, 03050, 03051, 03052, 03053, 03054, 03055, 03056, 03057, 03058, 03059, 03060, 03061, 03062, 03063, 03064, 03065, 03066, 03067, 03068, 03069.

Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 600i synchron instrument and the results were reported out of the lab. Prior to the event, the ise (ion-selective electrode) system was calibrated and the qc (quality control) results were within the lab's established ranges. When physicians questioned the low na results, the lab re-ran the qc and found the qc results to be low. Following instructions from the bci hotline support, the customer removed and cleaned the na electrodes and recalibrated the ise system. The qc controls were within the lab's established ranges. The pt samples were rerun, the repeated results were found to be higher (approx 3-7 mmol/l higher), and the customer amended the results and filed 60 corrected reports. No pt or sample data was provided by the customer. While there is no report of any adverse event or serious injury related to this event, it is unk whether there was any change to pt treatment.